Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using guided technique but alarm recurred, so technical support arranged pump replacement under warranty. Customer was instructed to switch to multiple daily injections as backup therapy.